Event description:
As reported when the physician split the sheath and removed it, a string was dangling from the hub.

Manufacturer narrative:
A fully split sheath was returned for analysis. A string of ptfe tubing attached to one side of the split handle was observed. The sheath could not be dimensionally inspected due to the sheath being split. Review and confirmation of manufacturing records was performed. Sample units are destructively and visually tested for peel stranding during the manufacturing process. All records indicate the device met specification prior to leaving greatbatch medical. No corrective actions will be taken at this time. During the investigation for similar complaints, it was determined that a possible cause for frayed sheath material could be due to fast split and peel speed e.g., physician technique. The current occurrence rate for optiseal introducers with frayed sheath material is (B)(4)% which is well within the expected occurrence rate. Due to the low occurrence and the device meeting specification prior to leaving greatbatch, no further action will be taken at this time.

Event description:
As reported when the physician split the sheath and removed it, a string was dangling from the hub.